Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance. The high out of range impedance led to a lead safety switch (lss). Technical services (ts) provided reprogramming options. The lead remains in use. No adverse patient effects were reported.